Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted in hospital on (B)(6) 2020 due to high blood glucose level 41.6 mmol/l and 10.8 mmol/l at the time of reporting. Customer was experiencing stress, headache and dry mouth. Customer was using insulin pump within 48 hours of reported event. Customer was treated by insulin drip and discharged after 1day of admission. Customer declined troubleshooting for high blood glucose level. It was unknown of insulin pump was auto mode. Device will not be returned for analysis.